Event description:
It was reported that pump had trouble keeping a battery charge and insulin gauge was inaccurate, with insulin amount appearing to change significantly from day to day, making it difficult for customer to know how much insulin was in pump. There was no reported impact to the customer¿s blood glucose level. Customer was already in process of obtaining new device, declined further follow up from technical support, and no additional actions or information were obtained.